Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter indicated that the reading of another device was "80 lower" than the subject meter. Specific results obtained with the subject meter and the other device were not provided. This issue was not resolved with troubleshooting and no further information was provided. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.